Manufacturer narrative:
Investigation is pending.

Event description:
On (B)(6) 2016, a call was received from a customer (end user) reporting quality control errors. She had concerns about the error code "qch" and thought that the error message meant that her inr was too high. The following information was received: historical inratio inr results: (B)(6) 2015: 2.7 , (B)(6) 2015: 2.8 , (B)(6) 2015: 3.3 , therapeutic range: 2.5 - 3.5 . On (B)(6) 2016, the caller received error messages and thought that they meant her inr was high so she went to the hospital. At the hospital, the laboratory inr was 15.9. The caller was hospitalized. Treatment included vitamin k administration and a blood transfusion that evening. After the blood transfusion, the laboratory inr was 1.9. On (B)(6) 2016 at 4:45am, the laboratory inr was 1.6 and the caller was discharged. As of (B)(6) 2016, the caller remained on the lovenox that was started sometime during hospitalization. On (B)(6) 2016, the caller tested again on the inratio device and received an error message which she interpreted as meaning her inr was high. She went to the hospital and the laboratory inr was 1.4. During testing on (B)(6) 2016, the caller reported performing multiple finger sticks on the same finger. There was no additional information provided.